Manufacturer narrative:
During an interventional procedure, a 7mm x 4cm 155 shaft saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inflated in an iliac artery lesion, but it ruptured within its nominal pressure. It was replaced with another same sized non-cordis balloon catheter and the procedure was completed after a stent was implanted. There was no patient injury. An ipsilateral retrograde approach was made. The saber pta was used after a wire crossed the lesion. The device was not returned for evaluation due to infectious disease. A product history record (phr) review of lot 82213816 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown and procedural factors likely contributed to the reported event. However, with the limited amount of information available regarding lesion characteristics and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. (B)(4). Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
During an interventional procedure, a 7mm x 4cm 155 shaft saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inflated in an iliac artery lesion but but it ruptured within nominal pressure. It was replaced with another same sized non-cordis balloon catheter and the procedure was completed after a stent was implanted. There was no patient injury. An ipsilateral retrograde approach was made. The saber pta was used after a wire crossed the lesion. The device will not be returned because the patient had an infectious disease.

Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the device in this report is not sold in the u.s but is similar to the saber pta balloon catheters manufactured by cordis that are sold in the u.s.